Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to adjust the brake casters. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary no serial number was provided or obtained therefore a search of the hill-rom maintenance records could not be performed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).